Event description:
It was reported that a high shock impedance alert was triggered when it comes to this device. An x-ray revealed that there was a connection issue with the device and electrode. A revision was planned. At this time the device remains implanted. No adverse patient effects were reported.